Manufacturer narrative:
Follow-up: failure analysis on the returned power management board found that the component failure u11 prevented the ventilator to power on.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the unit was turn on, the screen is black. The customer reported there was no patient involvement.